Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 1 device that was evaluated had the conclusion code changed following the completion of a device investigation. 2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. Section h codes have been updated to reflect this. 1 device that was pending was found to be entered in by the tech by mistake. The wrong serial number was reported and the issue was not with this device. The count has been updated. 3 devices are still pending evaluation.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
The 2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 23 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 5 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.